Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noticed. When the 3.0 x 16mm taxus express2 drug eluting stent was removed from the package, it was noticed that the stent struts were raised. This was noticed outside of the pt. The physician completed the procedure with another taxus express2 stent of the same size. There were no pt complications reported.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.